Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The patient was admitted to the hospital for heart failure on (B)(6) 2021. A right heart catheterization was planned for the recalibration of the pressure sensor. The patient went to the catheterization lab for the procedure on (B)(6) 2021, but a cardiomems pressure reading could not be obtained while the patient was lying flat. The issue was attributed to the patient's body habitus causing interference, as their chest circumference was 66.5 inches. The catheterization was cancelled because a reliable reading could not be obtained while the patient was lying flat. It was also noted that cardiomems data could not be used for the subject at the time of the procedure. It was later determined that patient took readings while sitting up, causing the sensor pressures not to match clinical symptoms. The clinician decided to cease using the sensor data for treatment.